Event description:
High blood pressure and high heart rate migraines, anxiety, pain, and numbness in head, dizziness, joint pain, and swelling, ringing in ears, chest pain, and pain in right breast; never had migraines or dizziness or any of these symptoms in my life. Numerous test past year and a half several doctors thinks it is breast implant illness. Never took any of these until (B)(6) 2020. FDA safety report ID# (B)(4).